Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself and would not power back on. This issue occurred when the device was powered on to be used on a patient. Another device was on the scene and was used with minimal delay. The customer was not able to provide further details about the event or the patient. This issue is patient related; however there was no adverse patient outcome.